Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 83% in stent restenosed, 2.6x56mm eccentric target lesion was located in a moderately tortuous, moderately calcified, mid to distal, left anterior descending artery. Following predilitation with a 2.5x20mm balloon, the 2.75 x 48mm synergy drug eluting stent was advanced but was unable to cross the target lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.